Event description:
It was reported that the patient's pacemaker had a "faulty battery." The patient also noted that he feels as if he is "being punished" due to the length of time it has taken for unreimbursed medical expenses (urm) to be processed. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.